Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the customer jumped into a pool while wearing the pump an altitude alarm, and a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. Customer's blood glucose was 175 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.